Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, a vessel dissection occurred. A cardiac catheterization revealed an 80% stenosed, 20mm long lesion located in the mid left anterior descending (lad) with a reference diameter of 2.5mm. This was treated with pre-dilation of placement of overlapping of a 2.5x24mm and 2.25x8mm promus element stents; however, during placement of the 2.25x8mm promus element stent a plaque shift and dissection at the distal edge occurred. The lesion was treated with placement of a 2.5x8mm non bsc stent delivery system. Post-dilation was completed with 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product.(B)(4).